Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck down and the touchscreen will not illuminate. Reportedly, customer attempted to plug the pump into a power source and the touchscreen still would not illuminate. Customer's blood glucose level was slightly impacted. Customer has switched to manual injections for insulin therapy.